Event description:
Baxter complaint coordinator reported low ultrafiltrate volumes that were suspected to be inaccurate using the yume cycler for apd therapy. In 2002, the patient began to take capd therapy. Initial prescription was dianeal 50ml x 4 times/day and the drain volume at that time was about 50 and 55 ml/cycle, which were measured by cylinder. The pt. Was switched from capd therapy to apd therapy using the yume device in the low fill mode. The prescription was 60ml x 4 times/day and the drain volume indicated by yume device in the low fill mode. The prescription was 60 ml x 4 times/day and the drain volume indicated by yume machine was approximately 20 to 40 ml/cycle. The patient's abdomen was tested via echo and there was no dianeal solution remaining in the abdominal cavity. The pt was then switched back to capd exchanges and the drain volume increased to approximately 50 to 55 ml. There was no patient injury reported as a result of this incident.